Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 4: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, the retain test strips have been further evaluated by lifescan¿s product analysis. Although this testing did not confirm the customers complaint, the retain test strips failed performance testing with blood as they were found be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultramini meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unspecified date he obtained a result of ¿280mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿141mg/dl¿ obtained on a onetouch ultra2 meter, with the tests being performed within 30 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan¿s criteria for inaccuracy. The patient manages his diabetes by self-adjusting his insulin doses, and on (B)(6) 2015 increased the dose of his medication in response to the alleged issue. The patient claimed that ¿over two hours¿ after the alleged inaccuracy he developed a symptom of ¿shaking¿, however, did not detail any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Follow-up # 2: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state - the retain test strips failed the performance testing with blood and were found to be have low bias accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: the lay user/patient has returned two vials of test strips from the same lot and these have been evaluated by lifescan product analysis with the following findings: vial 1 (lot# 3743593). The test strips passed all testing with no faults found. The reported issue could not be confirmed. Vial 2 (lot# 3743593). The test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. In addition, a DHR (device history record) was done and completed for the subject meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.